Manufacturer narrative:
Initial reporter facility name: the second affiliated (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd connecta¿ 3-way stopcock was found without the unit packaging breaching the sterile barrier. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that a bd connecta¿ 3-way stopcock was found without the unit packaging breaching the sterile barrier. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: the device history report for lot number 8011539 was reviewed, no related abnormalities were found. Material number 394605 for lot 8011539 was manufactured on 01/27/2018. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally a sample was provided for the purpose of aiding our quality engineer's investigation, an empty package was observed. Unfortunately our investigative team was unable to determine the root cause for this complaint at this time. Investigation conclusion: based on investigation results to date, potential root cause could be that a package was opened just above the containers of ¿good parts¿ and this was moved to the final packaging area.